Event description:
A patient contacted lifecor customer support to report that he was receiving "check belt" messages. Support asked the patient to ensure all electrodes were touching the skin and asked for a download. The patient stated that he could not download because his sister has dsl and does not have a filter. He stated that he disconnects the electrode belt from the monitor occasionally. Support sent a patient services rep (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. The cable from ECG c to the distribution node was also defective. This caused the deterioration of the signal. The cables were reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The root cause of this defect is unknown, but appeared to be caused by a strain placed on the cable by the patient. The electrode belt cables were fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.